Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to pacemaker clinic with infected device pocket. The patient was sent to hospital and the system was explanted without any complications. The patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.